Manufacturer narrative:
Upon receipt at our reliability assurance lab, the device had reached elective replacement indicator (eri) with a monitoring voltage of 2.28v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Review of battery status history revealed this device experienced a two month period of rapid depletion due to a high current drain, after which the current drain returned to normal. Despite exhaustive analysis, we were unable to ascertain the source for the premature battery depletion. The root cause is currently under investigation and this confirmed malfunction is discussed in our product performance report.